Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified mid-section to distal stent damage with the stent struts pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3.00mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. After the lesion was pre-dilated with a balloon catheter, a 24 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.